Event description:
It was reported by the patient that she was at her son's house for mother's day, 30 miles away from home, when the portable concentrator made a noise and shut off. She was short of breath, gasping, needed oxygen and panicked. The patient's son called 911 and she was taken to (B)(6) where she spent about 6 hours in the ER, treated with supplemental oxygen and anti-anxiety medication. The patient has a history of copd. She uses oxygen 24 hours per day. The portable unit is used on setting 4. The event is resolved without any reported ongoing complications.

Manufacturer narrative:
Unit received due to a noise complaint confirmed during inspection. The source of the noise was traced to stuck valves in the feed waste manifold, caused by debris inside the system. In addition, the muffler was clogged with dust, which blocked the feed port and resulted in low oxygen levels. The battery board showed signs of damage to its pins, likely caused by a high-impact event, possibly from the unit being dropped.